Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was not reported if the patient was connected or what cycle of peritoneal dialysis therapy the alarm occurred at. It was not reported how the alarm was resolved or how the patient completed therapy. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.